Event description:
Reporter alleged, the customer obtained a result of 493 mg/dl on the advantage system while seeming to have blood glucose symptoms lower than that. Reporter stated that she gave the customer glucose tabs which he consumed and alerted the hospital staff, where he was awaiting surgery. Reporter alleged, the hospital obtained a discrepant blood glucose result of 25 mg/dl on their system within 10 minutes of the 493 result obtained on the advantage system. Reporter stated, they treated the customer with an IV. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.